Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time changed without user interaction on multiple occasions. Additionally, customer reported that touchscreen was intermittently unresponsive. There was no reported impact to blood glucose. No further information was obtained as customer declined troubleshooting with tandem technical support.